Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual/microscopic inspection: the stent delivery wire (sdw) was seen to be kinked bent. The stent had deployed in the non-stryker catheter. The stent was advanced and was seen to be intact. Functional inspection: not carried out due to condition of returned device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that the device was in good condition during preparation/prior to use on the patient and the stent was prepared as per dfu. The sdw was kinked bent, the stent was deployed in the returned non- stryker microcatheter. Based on the event description and the analysis the as reported stent difficult/unable to transfer can be confirmed. The as reported as well as the as analyzed sdw kinked bent, stent deployed prematurely during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker and design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
Analysis of the returned device found that the stent was deployed prematurely during use. There were no clinical consequences to the patient reported as a result of this event.